Event description:
A report was received that the patient underwent an explant procedure due to a procedure-related infection at the pocket site. Patient symptoms were fever, chills and pain. The patient was confined in the hospital and was given intravenous antibiotics. The patient was discharged and was reportedly doing fine.

Event description:
A report was received that the patient underwent an explant procedure due to a procedure-related infection at the pocket site. Patient symptoms were fever, chills and pain. The patient was confined in the hospital and was given intravenous antibiotics. The patient was discharged and was reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.